Manufacturer narrative:
D4: expiration date: the expiration date is on an unspecified date of june 2027. H10: the device was received for evaluation. A visual inspection with the naked eye was performed and no defect was observed; all components were correctly placed and according to specifications. Functional tests which included pressure, clear passage, priming, functionality, and simulated use tests were performed and the product met specifications; no leaks or other defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, continu-flo solution set leaked; solution came out of the capped end. This was observed before patient use. There was no patient involvement. No additional information is available.